Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator had a low leak co2 rebreathing risk alarm. It is unknown if the patient was connected to the ventilator at the time of the event date not specified; estimate used.

Manufacturer narrative:
Date of report : 22jul2019, date rec¿d by MFR :18jul2019. The manufacturer¿s field service engineer (fse) confirmed the reported low leak co2 rebreathing risk issue. The manufacturer¿s field service engineer (fse) replaced the gas delivery system, tested the unit, and returned the unit back to service to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 20nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the damaged on the data acquisition (da) pcba generated the o2 flow accuracy test to fail. The low leak-co2 rebreathing risk could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.